Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date and the mesh was fixated with absorbable staples. The patient developed unspecified post-operative complications including bronchitis. The patient underwent a second procedure. During the surgery it was noted that the staples had pulled away from the abdominal wall. It is not known how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01368. The same patient is represented in each medwatch.